Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. An examination on (B)(6) 2016 showed that the incision had healed and the redness resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
On (B)(6) 2016 clinical (sdy, hcp, rep): the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was incisional redness. The outcome was ongoing. Interventions included administering bactrim ds 800 mg - 160 mg po bid x 10 days. The patient received antibiotics for incision redness post device implant. Diagnostic methods included examination which showed slight redness to incision. The etiology was noted as unlikely related to the device or therapy and related to the implant procedure. The etiology was noted as related to the implantable neurostimulator (ins) pocket and lumbar site. Relevant medical history: non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.